Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 09apr2019. Investigation ¿ evaluation . A review of the complaint history, device history record, documentation, instructions for use (IFU), and quality control of the device, as well as a visual inspection, functional test and supplier investigation, were conducted during the investigation. The visual inspection of the complaint device confirmed both the blue and white hubs were cracked, and both leaked during leak testing. Since the device was returned used, the damage may have been incurred during use. Thus the device cannot be confirmed to have been manufactured out of specification. Additionally, a document based investigation evaluation was performed. Sufficient controls are in place to detect this failure mode prior to release. A review of the device history record showed no related nonconformances. A database search revealed no other complaints under this lot number at the time of this investigation. A review of the design history file showed risk controls in place to mitigate this failure mode. Compiling this information, nonconforming product is not suspected in house or in the field. A supplier investigation was performed for the returned device. The supplier reviewed product specifications, the information in this complaint, and past instances of this failure mode. The supplier concluded that there is no indication that the lot failed to meet specification, and that excessive force in the field may have contributed to the failure mode. Based on the information provided, inspection of returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures are being conducted to address this failure mode and the appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Brand name: device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was to be inserted via the subclavian in a (B)(6) male patient. As reported, the user flushed the catheter prior to placement successfully. Post insertion, the user reports a ¿crease on the blue port¿. The user removed device and was successful in replacing with similar device via the initial access site. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.